Event description:
The manufacturers field service engineer reported the power supply is not charging the backup battery. No patient involvement.

Manufacturer narrative:
Date of this report: 10/2014 (month and year). Date rcvd by MFR: 03/10/2015. Conclusion / root cause: the failure of q15 and u8 prevented the power supply from charging the backup battery. Reference (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).